Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during multiple occurrences an employee obtained a burn after removing a vaprox sterilant cup from their v-pro max 2 sterilizer. It is unknown if the employee sought or received medical treatment.